Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, it was noticed that the shaft was broken. The procedure was completed with another of the same device without any patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 4.00mm x 12mm was returned to the complaint investigation site (cis) for analysis. Visual and tactile inspection a break at 63.2cm distal to the distal end of the strain relief was identified along the shaft of the device. No issues identified in the shaft polymer extrusion profile. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the proximal and distal markerband identified no issues and no issues identified in the tip profile. Microscopic analysis found no additional device issue.

Manufacturer narrative:
Bsc aware date corrected from 11/14/2024 to 11/13/2024.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, it was noticed that the shaft was broken. The procedure was completed with another of the same device without any patient complications reported.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for use. However, during the procedure, it was noticed that the shaft was broken. The procedure was completed with another of the same device without any patient complications reported.